Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, two years ago, a flex evaluation was conducted and the customer reported issues with the taperguad cuff not sealing the airway well. The reporter believed this was because of the small surface area compared to the barrel shaped cuff and stated that patients with high intrathoracic pressure were leaking around the cuff even after they increased pressure significantly. There was no patient harm reported. It was reported that patients did not have to be reintubated/recannulated due to the issue. The customer was not able to provide any further information regarding this event from two years ago.